Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer posted on social media that she was having no delivery and insertion site issues with her insulin pump. She stated that on (B)(6) 2014, she changed her insertion site in the morning and later bolused for lunch with 4.4 units of insulin. Her meter blood glucose was 300 mg/dl with arrows going up. She bolused another 1.5 units of insulin, waited thirty minutes, and her meter could not read her blood glucose. It simply said it was high. She treated with a manual injection and went to class. After all that, customer was still high and she had blood ketones. She believes she was not getting insulin, but her insulin pump never alarmed no delivery. When she checked, the insertion site was soaked with insulin and the cannula was bent. Nothing further was reported in the social media post.